Manufacturer narrative:
Lens work order search: no similar complaint type events reported for units within the same lot. Claim# (B)(4).

Event description:
The reporter indicated that a 12.6mm vticm5_12.6 implantable collamer lens of -12.00/1.0/092 (sphere/cylinder/axis) was implanted into the patient's left eye (os) on (B)(6) 2020. On (B)(6) 2021 the lens was repositioned due to low vault with rotation, it was reported that the repositioning resolved the problem but after a few months it rotated again. The lens was repositioned for a second time on (B)(6) 2022 and a plan exchanged is pending. It was reported that the patient has 6/12 vision, lens remains implanted. If additional information is received a supplemental medwatch report will be submitted.

Manufacturer narrative:
B5: the reporter indicated that a 12.6mm vticm5_12.6 implantable collamer lens of -12.00/1.0/092 (sphere/cylinder/axis) was implanted into the patient's left eye (os) on (B)(6)2020. On (B)(6) 2021 the lens was repositioned due to low vault with rotation, it was reported that the repositioning resolved the problem but after a few months it rotated again. The lens was repositioned for a second time on (B)(6) 2022. The lens was exchanged for a longer length on (B)(6) 2022 and the problem was resolved claim#: (B)(4).